Manufacturer narrative:
Summary: end-user reported precision test results. Meter and strips in complaint were not expected to be retuned. %cv calculation revealed one of the cv% was higher than precision criteria from patient-1. Precision test record was reviewed. Recent precision test indicated retain strip from strip lot#080584a met precision criteria. Product deficiency was not established. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. For investigation results and in-house (precision) testing, in ratio precision data provided by end-user lot: patient 1, 1st-inr=6.1. 2nd-inr=5.2. 3rd-inr=4.3. Inratio meter: mean: 5.20, sd: 0.90, %cv:17.31%. Since 17.31% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Patient 2, 1st-inr=6.3, 2nd-inr=5.2, 3rd-inr=6.9. Inratio meter: mean:6.13, sd: 0.86, %cv:14.06%. Since 14.06% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Patient 2, 1st-inr=3.4, 2nd-inr=3.8. Inratio meter: mean:3.60, sd: 0.28, %cv: 7.86. Since 7.86% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. This data is referenced from retained strip ln 080584a. In-house precision testing provided (inratio meter): donor-4, in-house (inr) 2.3, in-house (inr) 2.3, mean 2.30, sd 0.00, %cv 0% pass. Donor-5, in-house 1.9, in-house (inr) 2.2, mean 2.05, sd 0.21, %cv 10.35% pass.

Event description:
Caller alleged discrepant results (precision). Results as follows: patient 1: 1st-inr=6.1. 2nd-inr=5.2. 3rd-inr=4.3. Patient 2: 1st-inr=6.3. 2nd-inr=5.2. 3rd-inr=6.9. Patient 2, 1st-inr=3.4. 2nd-inr=3.8